Event description:
It was also reported that the capture management was unable to run in the device. The physician capped the rv lead and replaced it with a new lead, but capture management still could not run in the device. The new rv lead was then connected to a new device and there was no more noise on the rv electrogram and capture management was able to run.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2001. (B)(4).